Event description:
A surgeon reported an unexpected outcome following an intraocular lens (iol) implant procedure. Additional info was received from the surgical coordinator who reported that there has been no secondary procedure scheduled. The pt recently had the fellow eye implanted and the surgeon was waiting to see how satisfied the pt is after the second eye. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).